Manufacturer narrative:
The technician replaced gas spring to repair the stretcher.

Event description:
Information received indicates the head section of the stretcher, used for eye surgery, would not stay up due to the gas spring not holding. The drift was very slow which could be accelerated with downward pressure applied to the head section.